Event description:
It was reported that a user of the ilet experienced elevated blood glucose while using fiasp insulin and suspected the insulin had been improperly stored; the user observed no supply issues, no occlusion or dosing-stopped alerts, and no bent cannula, and had not eaten or started new medications. Symptoms included hyperglycemia. Outcomes included return of glucose to target after a cartridge-only change and a switch from fiasp to novolog, with glucose in range at the time of the call and no hospitalization. Investigation included user troubleshooting and education on insulin storage and a review of infusion set function as reported by the user. Investigation of this case revealed no device malfunction reported by the user and no infusion set anomalies, with the event associated with suspected compromised insulin potency. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.